Event description:
Water would not feed into the humidification chamber, and then the ventilator alarmed circuit failure. The ciruit was replaced, and the issue was resolved. There was no patient harm.